Event description:
It was reported the patient experienced an uncomfortable tingling sensation which in turn was causing numbness in her arms (pain pattern). As a result, the physician explanted the scs system.

Manufacturer narrative:
(B)(4).